Event description:
Per the clinic, the patient experienced an infection at the implant site shortly after the initial implantation surgery. Subsequently, the patient was hospitalized overnight and treated with IV antibiotics. The implanted device remains.